Event description:
It was reported that the device had drained both batteries over the course of a day without the device being used. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: it was initially reported that the device drained the batteries between the 3am self test and approximately 8am when a check of the device was performed by the customer. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device experienced a lock-up failure between 3am and 8am. This caused the device to remain powered on and drained the batteries. The initial medwatch report should indicate: it was reported that the device had drained both batteries over the course of a day without the device being used. There was no patient use associated with the reported failure. (B)(4). The initial medwatch report indicates: (B)(6). The initial medwatch report should indicate: (B)(4). The initial medwatch report indicates: physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined the cause of the failure to be the single board computer assembly. The assembly caused the device to lock-up in a boot cycle and drew approximately 700ma of current while in this state. The initial medwatch report should indicate: physio-control evaluated the device and determined there was no failure of the device. The customer was not turning the device off after the morning shift check. The device prompted "low battery" warnings due to normal battery depletion; however the customer failed to notice these. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was initially reported that the device drained the batteries between the 3am self test and approximately 8am when a check of the device was performed by the customer. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device experienced a lock-up failure between 3am and 8am. This caused the device to remain powered on and drained the batteries.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined the cause of the failure to be the single board computer assembly. The assembly caused the device to lock-up in a boot cycle and drew approximately 700ma of current while in this state.